Event description:
A customer reported that the rinse cup of the coulter lh 750 hematology analyzer was not draining properly and blood mixed with diluent from the cup spilled onto the instrument. The user was wearing proper protective equipment consisting of a lab coat, gloves, and eye protection at the time of the incident. The customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse determined that a blood clot in the probe wash block or its associated drain pathway caused the backup of fluid. The probe wash block and all associated drain pathways were cleaned of all debris. The repairs were verified per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is no limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).